Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that after the outer package was opened, a hair was found between the inner package and outer package. No other information was provided.

Event description:
It was reported that after the outer package was opened, a hair was found between the inner package and outer package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in a kit is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong nxt clearvue catheter kit tray was returned for evaluation. An initial visual observation showed the kit tray was returned sealed. A dark hair was observed between the lid and the hard plastic of the sealed kit tray. The hair was found to be caught in the seal and protruded out of the sealing area of the inner tray. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.